Manufacturer narrative:
Electrode belt sn (B)(4) was fully functional upon receipt. Monitor sn (B)(4) was not returned. There is no indication of any device malfunction. Device MFR date: monitor sn (B)(4), MFR on 02/2010. Electrode belt sn (B)(4) MFR 01/2014. Usage of device: monitor sn (B)(4) - reuse. Electrode belt sn (B)(4) - initial use.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014 a zoll territory manager contacted zoll customer support to report that a (B)(6) male pt suffered a stroke and was hospitalized. While in the hospital, the pt was awakened when the lifevest alarmed. The pt fell out of his bed and hurt his shoulder. It is unk whether the pt required medical intervention for his injured shoulder. The lifevest did not detect any arrhythmias at the time of the event. Per the download data, the alarm that awakened the pt at the time of the event was a therapy electrode placement alarm, which alerts the pt when the therapy electrodes are not a contact with the pt's skin. Review of device download data does not suggest any device malfunction. The pt continued to wear the lifevest. There is no indication that the lifevest caused or contributed to the pt's stroke. It is unk if the pt required medical intervention for the shoulder injury that resulted from the fall.